Event description:
It was reported after angio-seal deployment, oozing from the right femoral artery puncture site was observed. Manual pressure and a d-stat were applied. Approx 4 hours later, the pt's leg pulses decreased and heparin (5000 units) was given. On (B)(6) 2011 a lower extremity vascular doppler study was performed which revealed a right common femoral artery occlusion and moderate left superficial artery stenosis. On (B)(6) 2011, the pt underwent endarectomy and thrombectomy procedures. Extensive plaque with a small amount of thrombus was present at the puncture site. A fogarty catheter was passed down the superficial femoral artery and the profunda femoris artery and a small amount of clot was retrieved. A small piece of gore-tex graft was used and sewn as a patch angioplasty with a prolene suture. Prior to completion, the vessels were back bled and flushed, anastomosis completed, and sutures were tied. Blood flow was restored down the profunda sys and the superficial artery and good pulses were palpable. The pt's foot was pink/ warm with a good dorsal pedal artery doppler signal. Hemostasis was achieved with electrocautery and hemoclips. The pt was reported to be in stable condition after surgery and was later discharged from the hosp.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published med literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.